Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to defective o2 sensor. Most likely local elements as consequence of microscopic leakages due to insufficient glue sealing of the contact wire glue holes / possible hollows on the crossing of the cathode wire and the glue in the front area. Vyaire medical has initiated o2 cell replacement.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 started giving low fio2 alarm and technical failure message "calibrate o2 cell" while the patient is on 100% fio2. Furthermore, the patient was transferred to another vent and no patient harm reported associated with the event.